Manufacturer narrative:
A ge service representative performed an on site investigation. The display adaptor was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had no image displayed during a case. No patient injury was reported.